Event description:
It was reported that the right ventricular (rv) lead was defective. The rv lead was not used and different lead was used for implant. No patient complications have been reported as a result of this event.